Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission a patient received inappropriate atp and hv therapy during a supra-ventricular tachycardia. It was noted that the patient was weed-eating when the shocks occurred. Programming changes were made. The device remains implanted. The patient was fine after the event.

Event description:
New information received indicates that the patient received another inappropriate shock for supra ventricular tachycardia. Medication changes were made. Programming changes were recommended.